Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the partial lead in segments was returned, analyzed, and no anomalies were found. It was also noted that all conductors had blood/body fluid (not obstructed), the outer insulation had cosmetic environmental stress cracking, the outer insulation had a white substance, and the outer insulation had a cosmetic depression.

Event description:
It was reported that the right ventricular lead had low impedance, high thresholds, and was causing pocket stimulation. While the lead was being removed, the lead broke and the insulation was noted to be "showing degradation". The lead was explanted and replaced. No patient complications have been reported as a result of this event.